Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor showed a speaker malfunction inop message, and the speaker did not produce sound. No adverse event involving patient or user was reported.